Event description:
It was reported that the pt experienced "unexplained symptoms of overdose and had increased drowsiness and sleepiness during the day. The pump was replaced. The pt recovered without sequela. The medication being delivered via the device was lioresal.

Manufacturer narrative:
(B) (4). The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.